Event description:
The user facility reported a 50-year-old female with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. It was reported that from around the seventh day of impella support, the purge flow rate decreased. Despite measures such as increasing the heparin concentration in the purge solution and replacing the purge housing, there was no improvement. The flow rate remained at around 2.0 milliliters. On the tenth day of impella support, the impella suddenly stopped. The impella was explanted, and no additional treatment was required as the patient¿s cardiac function was improving.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported low pump flow and the pump stop has been completed. Pump was not returned. Data logs were returned and investigated. Data logs show purge pressure gradual increase leading high purge pressure and purge system blocked alarms. The purge pressure alarms were there for 3 days until pump stop 119 alarm occurred. There were no suction alarms. Heparin was increased but no result. The root cause of the pump stop issue was not determined since product was not returned. Data log review and clinical information is inconclusive. The root cause of the high purge pressure issue was not determined since product was not returned. Data log review and clinical information is inconclusive.